Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that within a few days of placement, urine flow stopped, and the foley catheter appeared to be blocked. Two catheters were retrieved; one had a sand-like substance adhering to it. Additionally, these two cases occurred in different patients: one was placed on may 7 and became clogged on may 10, and the other was placed on became clogged on (B)(6).